Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 08aug2019. Customer then verified error code in the sig event log and the alarm re-set itself. The customer reports running the unit for 3-days subsequent to the re-set without any alarm indications. The product support suspect electro-mechanical problem rather than component failure due to intermittent nature of failure. Recommended monitoring unit while applying mind mechanical stress to the unit and internal components/connections. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the unit alarm back-up alarm failed error. The customer reports witnessing the failure. It is unknown if the unit was in patient use at the time of the reported issue.